Event description:
It was reported that foam-like foreign matter came out of the bd veo¿ insulin syringe with bd ultra-fine¿ needle barrel while drawing up insulin. The following information was provided by the initial reporter: "consumer reported found 1 syringe when drawing up insulin a foam like bubble coming out the barrel of syringe".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1018132. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that foam-like foreign matter came out of the bd veo¿ insulin syringe with bd ultra-fine¿ needle barrel while drawing up insulin. The following information was provided by the initial reporter: "consumer reported found 1 syringe when drawing up insulin a foam like bubble coming out the barrel of syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.